Event description:
It was reported that the patient underwent the surgery with es2 (fixation of l3/l4, l4/l5). After one week, the surgeon confirmed x-ray and found that the broker was loosening. Therefore the patient underwent the revision surgery.

Manufacturer narrative:
Method: device history review: device inspection; complaint history review; risk assessment. Results: the mantis redux blocker disengagement from an es2 construct was confirmed after investigation of the reported event. The blocker disengagement required a revision surgery to stabilize the construct. There were no manufacturing issues identified related to the reported lot. The bottom surface of the returned blocker was inspected under magnification to view the deformation pattern. The deformation characteristic of proper engagement, consists of 2 equally sized deformations spanning linearly across the bottom surface of the blocker. The returned blocker indicated a single deformation on 1 side of the blocker and the depth of the indentation was larger in proximity to the outer perimeter when compared to depth of deformation at the inner perimeter. This suggests that the blocker engaged the rod at angle such that the majority of the load was on the outer perimeter. The most likely cause of the reported issue is insufficient rod engagement caused by non-perpendicular alignment of the bottom surface of the blocker with the rod within the tulip. It is likely that the rod was seated at an angle in the tulip during final tightening. Conclusion: the most likely cause of the reported issue was that the rod was seated at an angle in the tulip during final tightening. However, the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that the patient underwent the surgery with es2 (fixation of l3/l4, l4/l5). After one week, the surgeon confirmed x-ray and found that the broker was loosening. Therefore the patient underwent the revision surgery.